Manufacturer narrative:
Investigation summary: a direct correlation between the reported gi bleeding and the device, could not be conclusively determined through this evaluation. Review of the submitted log file data confirmed low flow and pi events; however, a specific cause cannot be conclusively determined through this evaluation. The controller event log file contained data spanning from 14apr2019 at 19:23:30 to 15apr2019 at 13:21:04, per the timestamp. Low flow events were captured on (B)(6) 2019 at 20:33:46 and 20:35:05. These events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. The low flow event beginning at 20:35:05 persisted for 10 seconds or more, activating a low flow alarm. As an added observation, a total of 124 pi events were captured throughout the log file. No other notable alarms were recorded and the pump appeared to have been operating as intended. The heartmate 3 left ventricular assist system IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of a bleed. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 1 year and 5 month. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient who has been recently discharged from the site hospital on (B)(6) 2019 presented back to the emergency room on (B)(6) 2019 due to having multiple bloody bowel movements the evening before after being discharged. Upon admission, the patient¿s hemoglobin was reported to be 4.8 and his inr was slightly elevated at 2.8. A CT angiogram of the abdomen showed a site of active bleeding in the cecum. The patient was taken to interventional radiology and a successful coil and gelfoam embolization was performed. The patient was transfused with 4 units of packed red blood cells (prbc) and their hemoglobin stabilized. No additional information was provided.